Manufacturer narrative:
Inspection found the contra-angle (2006) (has an increased electrical resistance value) is defective. Repaired. Function test without error.

Manufacturer narrative:
Since incorrect measure of an apex locator could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver causes incorrect measurements. No injury occurred.